Event description:
Patient revised due to osteolysis and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the sample to evaluate. Based on the investigation findings, the need for corrective action is not indicated. In addition, the reported product code is a discontinued item. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.